Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a bent stylet is confirmed but the exact cause is unknown. One photo sample of a 3cg stylet was returned for investigation. The stylet was observed to have a curve at the proximal section of the polyimide tubing and a kink at the end of the curve. Based on the photo sample provided, possible contributing factors include advancement and retraction against resistance. Since a bend and a kink were observed on the stylet, the complaint is confirmed but the exact cause remains unknown. A lot history review (lhr) of recs0928 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after successful placement of a provena catheter, the tps wire showed an unusual bend in the distal portion after removal. 10/09/2018 - returned wire is kinked.